Manufacturer narrative:
Title: comparison of the edwards sapien s3 versus medtronic evolut-r devices for transcatheter aortic valve implantation citation: the american journal of cardiology (2016) authors: jeremy ben-shoshan, md, phd, maayan konigstein, md, david zahler, md, gilad margolis, md, ehud chorin, md, phd, arie steinvil, md, yaron arbel, md, galit aviram, md, yoav granot, md, michael barkagan, md, gad keren, md, amir halkin, md, shmuel banai, md, and ariel finkelstein, md. Earliest date of e-publish/publish was used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a study that compared short-term outcomes after the implant of two different transcatheter bioprosthetic aortic valves. All data was collected from a single center between december 2014 and april 2016. The study population included 232 patients, 108 of which were implanted with medtronic evolut-r transcatheter bioprosthetic aortic valve (serial numbers not provided). The patients implanted with an evolutr device were predominantly female with a mean age 83 years. Among all patients implanted with an evolutr adverse events included: 1 cardiac tamponade, 2 incidents of low implant position treated with a valve-in-valve, 1 ventricular arrhythmia, 2 major vascular complications, 5 bleeding events, 2 cerebral vascular accidents, 5 incidents of acute heart failure, 10 incidents of acute kidney injuries, 13 incidents of complete atrio-ventricular (av) block and 22 implants of a permanent pacemaker, 1 prosthesis-patient mismatch, 8 incidents of mild ¿ moderate paravalvular leak (pvl). No additional adverse effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.